Manufacturer narrative:
(B)(4).

Event description:
The patient reported they (B)(6) information about stimulation, and that the information was not good. It was unknown what website the patient was referring to. The patient stated the information they read on (B)(6) stated that over time the implantable neurostimulator (ins) didn't work, the pain moved down over time, and they didn't work. The patient wanted to know if the devices were moved down. Relevant medical history includes non-malignant pain.